Event description:
Diabetes territory manager, called in to report the death of a customer. He stated that the cause of death was dka, he also stated that the customer passed away at home and she was not wearing the insulin pump at the time of the death. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.